Manufacturer narrative:
It was reported that the surgeon placed the femoral trial onto the cut femur and used the femoral impactor to hit into place. On the second hit, the femoral trial broke into three pieces. As the surgeon could no longer carry out a full rom trial, he resorted to checking the balance of the knee using the extension block, and cemented using the trials to then ascertain which sized polys would fit best. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the surgeon placed the femoral trial onto the cut femur and used the femoral impactor to hit into place. On the second hit, the femoral trial broke into three pieces. As the surgeon could no longer carry out a full rom trial, he resorted to checking the balance of the knee using the extension block, and cemented using the trials to then ascertain which sized polys would fit best.